Event description:
The neurosurgeon placed drill into drill guide and a piece of bone came out of the drill guide. The instrument was inspected prior to surgery and the bone was not seen/found by scrub technician. The bone was not from this patient as this was the first use of the drill and drill guide. Bone appeared charred in appearance. A sterile tegaderm was placed over bone fragment as to not contaminate field further per neurosurgeon. Additionally, this was the only set available and as procedure was already in progress, the neurosurgeon elected to clean the drill and drill guide with providone-iodine 10% solution.